Manufacturer narrative:
(B)(4).

Event description:
It was reported that gauge needle inaccuracy occurred. An encore balloon catheter inflation device was selected for use. During the procedure, when the pressure was applied, it was noted in the beginning that the needle elevated and made a full circle to "0". The connections to concomitant device was sufficient and concomitant device was inflated. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visual inspected and no issues were found. The device was tested applying pressure to the device and the needle moves from 0 atm to 13 atm without issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that gauge needle inaccuracy occurred. An encore balloon catheter inflation device was selected for use. During the procedure, when the pressure was applied, it was noted in the beginning that the needle elevated and made a full circle to ¿0¿. The connections to concomitant device was sufficient and concomitant device was inflated. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was stable.